Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "opened the right nail of gamma 4 diameter 10mm / length 320mm. Lug screw interference check was performed. After inserting the nail and lag screw, the distal device was attached, and after adjusting the height, the most distal circular hole was drilled, but after passing through the front hole, the drill did not pass through due to interference inside the nail. After that, we tried the distal most round hole and the elliptical hole, but the drills did not pass through all of them. When the c-arm was inserted from right beside the distal end of the nail to switch to radiolucent, it was discovered that the cut surface at the distal end of the nail was not forward, but backward. After removing the nail, a nail one size shorter (300 mm) was reinserted. Surgery was completed. After surgery, the distal device and nail were installed and calibrated, and the drill did not pass".

Manufacturer narrative:
Correction b1, g1contact, given the limited information available at the time the complaint was received, the case was initially assessed as "reportable ¿ serious injury." However, the additional information provided by the reporter, along with a review of the case by our medical expert, confirmed that the case does not meet the criteria for a serious injury. A review of the complaint history indicates that there have been no reports of death or serious injury resulting from similar events involving this device or similar device. Additionally, the review of the risk documentation does not suggest that a recurrence of this event would result in death or serious injury. As a result, the reportability assessment has been downgraded from ¿reportable ¿ serious injury¿ to ¿not reportable.¿

Event description:
As reported: "opened the right nail of gamma 4 diameter 10mm / length 320mm. Lug screw interference check was performed. After inserting the nail and lag screw, the distal device was attached, and after adjusting the height, the most distal circular hole was drilled, but after passing through the front hole, the drill did not pass through due to interference inside the nail. After that, we tried the distal most round hole and the elliptical hole, but the drills did not pass through all of them. When the c-arm was inserted from right beside the distal end of the nail to switch to radiolucent, it was discovered that the cut surface at the distal end of the nail was not forward, but backward. After removing the nail, a nail one size shorter (300 mm) was reinserted. Surgery was completed. After surgery, the distal device and nail were installed and calibrated, and the drill did not pass".